Manufacturer narrative:
Device evaluation is not necessary as impaired healing and extrusion are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that this patient had their generator explanted due to "wound break down", no replacement was implanted, and the lead was not explanted. Additional information was received from the surgeon's office reporting that wound breakdown meant that the incision at the surgery site did not heal as it should have, and therefore the device was starting to come through the skin. This wound breakdown was happening at the generator site, and surgery was scheduled the day after the patient had called in about the issue. The cause of the wound breakdown is unknown. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date.